Event description:
A trilogy evo, korea ventilator was returned to the manufacturer for service due to a service required alarm. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, the customer's allegation was confirmed. The technician recommended replacing the device's proportional valve (aecm) to address the issue. Additionally, the device's detachable battery pca and detachable battery harness require replacement due to an error that was discovered in the device's event log. The evt_battery_not_charging_fault error pertains to the device's detachable battery. A detachable battery is an accessory to the ventilator. A failure of a detachable battery would not affect the operation of the device if a detachable battery were to fail. According to the 4-year pm assessment results, the air inlet foam filter and muffler assembly were replaced. The unit passed final test on trilogy evo test station.